Event description:
It was reported that the customer insulin pump had experienced physical damage. The customer stated that the plastic cap at the bottom of the insulin pump had come off. The customer stated that the damaged occurred while changing the reservoir. The customer's blood glucose was 265 mg/dl. The customer treated herself with an insulin pen. The customer also mentioned that she received a motor error alarm on the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to detached end cap. No motor error alarm. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.